Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that during the surgery, while opening the implant (inner box) found out that it was empty and there was no implant inside. Doctor finished the procedure placing other implant in the same surgery.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A imp,tsv,4.1mm,sbm,13 (tsv4b13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. However, the package was returned for investigation. Visual inspection of the as returned product identified labels/stickers on package and vial placed as manufactured. Device history record (DHR) review was completed for the subject lot number (1244870). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1244870) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.